Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Preliminary investigation: we received: one used (contaminated) capillary hub of introcan safety-w pur 24g, 0.7x19mm-ap without packaging. Cannula hub and protective cap was not returned for investigation. The returned sample was takent to a visual examination. We observed that a part of the capillary is broken off. We have informed our manufacturing department accordingly and forwarded the sample for further investigation. A follow-up report will be provided after the statement is available. Device history record (DHR): reviewed the DHR of the complaint batch and no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in china: needle catheter rupture

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The complained sample was forwarded to our manufacturing site for evaluation: investigation results: received 1 used (contaminated) capillary hub of introcan safety-w pur 24g, 0.7x19mm-ap without packaging. The cannula hub and protective cap were not returned for investigation. Visual inspection observed the capillary tip was broken off about 4mm from catheter horn. The capillary appeared to be cut by a sharp object. This defect is not due to manufacturing process but it happened during cannulation process. As communicated in IFU, warning section stated that: after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. Do not use scissors or sharp instruments at or near the insertion site. This defect is due to application error and complaint is not confirmed.

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). This follow up report is being filed to correct the branding, product code, and 510(k) information that was entered on the initial MDR in sections d1, d2, and g5. This report was filed for item number, 4253523-03, which is not sold in the united states, however a similar item number, 4253523-02, is sold in the united states by b. Braun medical, inc.. The 510(k) has been updated to reflect a 510(k) that item 4253566-02 has been cleared under. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.